Event description:
It was reported that the flexible drill broke during insertion. It is currently unknown if the product fragmented and if all pieces were removed from the patient. The procedure was completed with a backup device.

Manufacturer narrative:
The drill has broken where they transitions from the 20 half to 9 revolutions per inch at the lazer cut double helix. No material voids are present at the break area. The cutting edges are in relatively good condition. There is no measurable countersink at the cannulation of the distal tip due to flaring. Dimensional assessment of the drill shaft, drill head diameter and wall thickness confirmed they meet print specification. Rockwell testing confirmed the drills meet print specification. No root cause related to the manufacture of the device can be established.